Event description:
Ous MDR - after an implantation period of about 56 months, oversensing was reported. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected into three parts. Only the distal and the proximal part were received for analysis. It is reasonable to assume that the lead was dissected in the course of the lead explantation. Due to the fragmentation of the lead the mechanical and electrical inspection was not properly feasible. The analysis of the fragments demonstrated multiple signs of wear. At the distal fragment, the insulation was found rubbed through. This insulation damage can be considered as the root cause for the observed oversensing issue as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The cuttings in the insulation resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.